Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Low bg cause was not known. Customer consumed glucose tablets to address bg. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.